Event description:
It was reported, the doctor complained that the k-wire used to direct the lag screw reaming would not center inside of the nail. The doctor stated that the issue has happened several times and that he was not happy with how the problem was being addressed. Before implanting the nail, the one step reamer was used. Subsequently the nail would not seat to the proper depth. The nail was removed and flexibly reamed to 12mm distally and 15.5 proximally to lesser trochanter. The nail was inserted to proper depth and k-wire sleeve was inserted. K-wire was inserted and kept riding superiorly on the edge inside the nail. The doctor used a drill to perforate cortex then used lag reamer as well to perforate cortex. The nail was finally implanted. The doctor would like the targeting arm exchanged or a resolution to the problem.

Manufacturer narrative:
At this time it is not known if the devices will be returned for evaluation. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices are: 1320-0100, kme 901974, target device. 1320-0117, kh1083220, target sleeve. 1320-0105, kh1071125, knob f. Target device. 1320-0130, k575281, lag screw guide sleeve.